Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If additional information is received after this time, a supplemental report will be filed.

Event description:
It was reported that when the nurse activated the safety device of the suspect device, the needle did not retract and the nurse sustained a needle stick injury. The nurse went to the ed for evaluation and post exposure lab work.